Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2015 under general anesthesia. According to the complainant, the patient was reported to have a patulous cervix. Approximately, four minutes into the ablation phase of the procedure, fluid loss alarm occurred and subsequent cervical leak was noted. The procedure was aborted due to this event. It was reported that the patient sustained burn on her vaginal area and cervix. The burn was treated with silvadene cream. The patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.